Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center had the front of the usb connector damaged. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the suggested event was confirmed by olympus, and the front panel malfunction could have caused due to the effect of physical damage to the device during transport, and it was presumed that the comp-out connector (printed circuit board) was damaged in transit. However, the root cause was unable to be specified. Olympus will continue to monitor field performance for this device.

Event description:
The subject device exhibited abnormal front panel lighting and comp-out connector was damaged.